Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a low blood glucose alert and a low threshold suspend alert. Customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was around 149 mg/dl and the sensor glucose was around 49 mg/dl. There was about a 100 points difference. Customer stated that it usually happens on the 5th or 6th day of wearing his sensor. Customer was advised to calibrate only when stable and no more than 3-4 times per day. Customer was advised to insert the sensor in the area where pressure cannot be applied to the sensor. No additional information provided.